Event description:
Patient has experienced proximal femoral loss and has become unstable. According to the surgeon her implants are still very well fixed, however the acetabulum is a 46mm pinnacle bantam cup. He would like to replace the primary polyethylene liner with a constrained liner to aid with this patient's stability. Unfortunately the bantam cup requires a bespoke constrained liner implant to be manufactured. The surgeon has completed the device request form with all parts completed. Patient has been given the specific consent form related to the manufacture of this bespoke constrained liner doi: (B)(6) 2018. Doe: (B)(6) 2023. Affected side:

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.